Manufacturer narrative:
Eval method and results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the effective distance between coil cables and pt's skin was 4 cm - 5 cm, indicating that sufficient distance was kept. No damage was seen to the coil, nor was the coil hot during the exam. As yet it is unclear what caused the burns. Therefore, the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: pt had a mr procedure. The pt was scanned with the sense spine coil in the head first position. Immediately after the scan, a second degree burn with a blister, size of approximately 3 cm x 6 cm, was found on pt's back (right side). Also, another second degree burn with a blister, size of approximately 2 cm x 3 cm, was found on the right leg.